Event description:
It was reported that a system error 2240 (air in tubing)occurred on the homechoice (hc) during drain 4. The home patient (hp) disconnected during drain for about 10 minutes and then reconnected. The technical service representative (tsr) advised the hp to disconnect from the machine and cycle the power. The hc alarmed system error 2367. The hp would discard the disposables and complete therapy using manual supplies. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). This complaint for a report of a system error (se) 2240 was caused by use error due to home patient (hp) disconnecting from the set. If additional information becomes available, then a follow up MDR will be submitted. The homechoice and homechoice pro apd systems patient at-home guide instructs patients how to emergency disconnect for a short time period and how to return to therapy after emergency disconnect. A formal review of the product labeling will be completed. Should additional relevant information become available from that review, a supplemental report will be submitted.